Manufacturer narrative:
A specific root cause was not identified. The customer believed the event occurred due to an issue with the patient sample. The instrument is operating within specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned multiple results for one patient sample on the cobas c111 analyzer. Of the data provided the results for the gluc2 glucose hk were erroneous. The initial gluc2 result was 6 mg/dl. The customer put the sample back on the c111 analyzer and repeated. The repeat gluc2 result was 100 mg/dl. The repeat results were believed to be correct. The customer stated that it is possible that the sample may have had a bubble or fibrin. She checked the sample and did not see fibrin. The customer stated that no error messages occurred. The patient was not adversely affected and the erroneous results were not reported outside the laboratory. The gluc2 reagent lot number was 21859901 and the expiration date was 31-aug-2018. The customer declined a service visit. The customer did not think it was a hardware issue and believes the discrepancy was due to an issue with the sample. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.